Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The reported complaint was confirmed during testing. The root cause is due to the damaged internal battery. The internal battery was replaced.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device powered on and red screened. Further boot ups resulted in just a black screen with the alarm going off. There was no patient involvement.